Event description:
Upon getting essure, I immediately felt pain, weakness, fainting and sickness. After 8 months of that, the doctor did exploratory surgery and found the device had expelled and fused into my uterus causing irreversible damage which has since led to multiple surgeries including a hysterectomy and massive scar tissue. The device had shed metal through my insides as well. Five surgeries have taken place since the implant to try and fix the issues it caused.